Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for particulate matter was confirmed in the lab. The results of a sample evaluation revealed embedded particles in the cassette on the outside of tubing and organizer. The results of a batch review revealed no problems during the manufacturing process and no deviations from standard procedure. A root cause was not identified due to insufficient information. A cause was not identified. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
This writer received a call on (B)(4) 2011 from the homechoice service representative (hcsr) regarding a cassette issue. They stated they received a call from the customers peritoneal dialysis registered nurse (pd rn) about this damaged cassette. The hcsr was told by the pd rn that the cassette around the film area had strange black dots. The hcsr stated the customer provided the samples to the pd rn, so the samples are available for evaluation. They stated that this cassette issue did not hinder therapy; they found the problem during setup. The patient was not connected. The date in which the reported problem discovered was unknown. The hcsr provided this writer with the lot number h11c15082. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. This writer contacted the peritoneal dialysis registered nurse (pd rn) (B)(6) 2011 regarding the reported problem. The pd rn stated the cassette had strange dots on the film of the cassette. The pd rn stated they tried to wipe it off but it would not wipe off. They also stated that it seemed to be sandwich between the two film membranes of the cassette. The pd rn stated the care giver (cg) reported this problem to them earlier this week during their clinic visit. They stated the patient was not affected; they did not use this cassette for therapy. The pd rn was willing to provide the sample to baxter. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.